Manufacturer narrative:
The device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a pocket revision, the physician noticed a thick plastic sheath along the previous tunneling track. The physician was able to visualize it and removed it without incident. It was determined that it was the straw from one of the tunneling devices. The straw was apparently left inside the patient¿s body during the implant procedure. The patient was doing well postoperatively.